Manufacturer narrative:
No device was returned and no photographs or lot numbers were provided. Without the lot number a review of the manufacture records is not possible. Without an evaluation of the device involved the root cause cannot be determined. If the lot number or device becomes available, complaint will be reopened and investigated.

Manufacturer narrative:
An investigation has been initiated. Currently waiting for additional information and notification if the device is available for evaluation.

Event description:
When approaching from the right internal jugular vein and inserting a sheath dilator via a guide wire, there was some resistance. When they tried to pull out the guide wire, it did not come off. The guide wire stops near the tricuspid valve. The patient condition is poor and the guide wire remains in the patient.